Event description:
Consumer states that she took the chair out of her trunk to take her husband into the store and the right leg rest will not lower. Consumer states that the lever to release the leg rest is jammed.